Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the fingerprint login process was slow. The technical support specialist (tss) identified that the delay occurred during the transition from user ID entry to fingerprint scanning. The issue was determined not to be related to netbios. Port requirements were provided to the information technology (it) team. The issue was resolved; however, the hospital information technology team declined to confirm the specific changes made within their environment. Permission to close the case was granted by the customer. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user experienced a delay between sign in and completing the biometric identifier scan. The station was slow to transition from the user ID to the biometric identifier screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.